Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the self test, rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, and motor test. No alarms noted. The drive support disk was inspected and found that it was slightly loose. The device was received with cracked case at display window corners, reservoir tube and battery tube threads, and received with scratched display window.

Event description:
It was reported that the customer's insulin pump alarmed motor error. The blood glucose reading was 213mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.